Event description:
A physician called inquiring about the difference between cidex plus and cidex opa. A customer care center (ccc) associate reviewed the products' instructions for use (IFU's) with the physician including the high level disinfection/sterilization time. He was advised that cidex opa is contraindicated in pts who have a history of bladder cancer. The physician stated that he had performed a cystoscopy on a pt who had a bladder tumor and urethral strictures. After two days, the pt presented with severe urethral pain and irritation. He stated that the cidex plus was used as per instructions for use (IFU). The scope was rinsed 3-4 times both by immersion and under sterile water. During a subsequent telephone f/u, the physician stated that the pt had a cystoscopy to recheck for presence of tumor and none was found. A culture taken was negative. The pt was prescribed urethral analgesics. The pt is fine. They are now outsourcing their scopes for sterilization.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, batch record review, failure mode effects analysis and the health hazard evaluation. Complaint history trending for cidex plus 28 day solution was performed for the problem code hr-procedure related. There were eleven reported complaints found, but none were similar to this reported incident; therefore, there does not appear to be any observable trend. A batch record review of the cidex plus 28 day solution could not be performed as the lot number is unknown. The fmea (failure mode effects analysis) for cidex plus 28 day solution for respiratory exposure indicated a risk score (rpn) below the threshold of 100. The hhe (health hazard evaluation) was reviewed for similar reported symptoms to users of cidex plus 28 day solution. The review indicated a hazard/risk index of 3 (none/negligible). There was no product returned for investigation. For this complaint, the physician reports that the instructions for use had been followed. Based upon this information, asp cannot confirm that the reported patient symptom was a result of contact with cidex plus 28 day solution, and hence, no conclusion can be drawn.